Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, monoblock cup, unknown. Reported event could not be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lucency along the right femoral implant, and osteopenia. No other findings/complications related to the reported event were noted. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right hip revision approximately 28-30 years post implantation due to pain. During the procedure a zimmer beaded fullcoat stem was removed. A zimmer monoblock cup remains in patient. Attempts have been made and additional information on the reported event is unavailable at this time.